Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose was 539 mg/dl. Customer administered manual injections to address bg level. Customer loaded a new cartridge to resolve the issue.